Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Patient reports unopen ozempic pen has needled on it when open. Box was sealed. [Product packaging issue]. Bent front needle [needle issue]. Case description: this serious spontaneous case from the united states was reported by a consumer as "patient reports unopen ozempic pen has needled on it when open. Box was sealed.(product packaging issue)" with an unspecified onset date, and concerned a male patient who was treated with ozempic 1.0 mg 3.0 ml (semaglutide) from unknown start date for "product used for unknown indication", novofine plus 4mm (32g) (needle) from unknown start date for "device therapy". Medical history was not provided. On an unknown date, patient opened the ozempic pen and had needled on it when open. The box was sealed. It was also reported bent front needle. Batch numbers: ozempic 1.0 mg 3.0 ml: nar0341. Novofine plus 4mm (32g): unknown. Action taken to ozempic 1.0 mg 3.0 ml was reported as not applicable. Event abated after use stopped or dose reduced for ozempic doesn't apply. Event reappeared after reintroduction of ozempic doesn't apply. The outcome for the event "patient reports unopen ozempic pen has needled on it when open. Box was sealed.(product packaging issue)" was unknown. Ozempic is a prefilled device. Current location of device: device returned for investigation. Period of use: unknown. Upon analysis of the returned product, a fault which may lead to a medical consequence was found. "Ozempic pen and had needled on it when open and bent front needle" this case was re-classified to a serious incident due to this fault. Preliminary manufacturer's comment: 15-jul-2024: the suspected device has been returned to novonordisk for evaluation. Awaiting its final results with codes. H3 continued: no (attach page to explain why not) or provide code 02 device evaluation anticipated, but not yet begun.

Event description:
Case description: this serious spontaneous case from the united states was reported by a consumer as "patient reports unopen ozempic pen has needled on it when open. Box was sealed.(product packaging issue)" with an unspecified onset date, "bent front needle(needle bent)" with an unspecified onset date, and concerned a male patient who was treated with ozempic 1.0 mg 3.0 ml (semaglutide) from unknown start date for "product used for unknown indication", , novofine plus 4mm (32g) (needle) from unknown start date for "device therapy", the outcome for the event "bent front needle(needle bent)" was unknown. Investigation results: product name : ozempic 1.0 mg 3.0 ml batch number: nar0341. A visual examination of the returned product was performed. A large amount of air was present in the cartridge. If the needle is not removed between injections product preparation may seep out and air may enter the cartridge. The air may cause delivery issues and affect the product efficacy. The observed problem occurred after the product has left novo nordisk. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The pen was received with a needle attached. Pens packed in boxes sealed at novo nordisk cannot leave novo nordisk with a needle attached, since needles are not mounted on pens on any manufacturing line in novo nordisk. The observed problem occurred after the product has left novo nordisk. Product name: novofine plus. Batch number: unknown a visual examination of the returned product was performed. It is not possible to investigate the returned needle comprehensively due to bent front needle. It is found that the unsealed front needle was bent. A bent front needle can be caused by re-use of the needle or any unintended contact to any hard surface (inner cap, container, clothes etc.). A bent needle tube can reduce the flow of the drug and cause the patient to experience injection site reactions. The fault is a result of accidental damage during use and could not be related to any novo nordisk. Since last submission, the case has been updated with following information: - investigation results and imdrf (b, c, d, and g codes) of the suspected ozempic 1.0 mg 3.0 ml and novofine plus 4mm (32g) were updated. - narrative updated accordingly. Final manufacturer's comment: (B)(6) 2024: the suspect product (one used ozempic pen with a nn bent needle attached) has been returned to novo nordisk for evaluation. Upon preliminary investigations, a large amount of air was present in the cartridge. The air may cause delivery issues and affect the product efficacy. It may be due to storing the device with needle attached between injections. This is due to the incorrect handling of the product. The claimed fault (needle attached when received) may not be obvious, as the user may be convinced that the pen was in a sealed package prior to the observation of an attached injection needle on the pen. If the needle is blocked, it will not be possible to deliver a pre-set dose. If a spare pen or needle is not available, the patient may experience hyperglycaemia. In case of the pen is received used, using it can cause bacterial or viral infection due to risk of cross contamination. However, pens packed in boxes sealed at novo nordisk cannot leave novo nordisk with a needle attached, since needles are not mounted on pens on any manufacturing line in novo nordisk. The needle must have been attached to the pen after the pen left novo nordisk control. Final manufacturer 's comment: novofine plus 4 mm (32g) (B)(6) 2024: received one used needle with bent front needle. Upon examination, it is found that the unsealed front needle was bent. Detailed investigation was not possible due to bent front needle. The fault is a result of accidental damage during use and could not be related to any novo nordisk processes. H3 continued: evaluation summary. Product name: novofine plus. Batch number: unknown. A visual examination of the returned product was performed. It is not possible to investigate the returned needle comprehensively due to bent front needle. It is found that the unsealed front needle was bent. A bent front needle can be caused by re-use of the needle or any unintended contact to any hard surface (inner cap, container, clothes etc.). A bent needle tube can reduce the flow of the drug and cause the patient to experience injection site reactions. The fault is a result of accidental damage during use and could not be related to any novo nordisk.